Event description:
It is reported that during the trial process of the liner, the threads on the provisional would not engage to continuum trial cup. Pressure was applied and the dome portion that holds the screw fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: examination of the returned complaint product confirms the reported event. The liner is fractured and the screw has become detached from the device. The under side of the liner also exhibits a small chip. Visual inspection of the screw shows the threads were damaged. Dimensional analysis on the screw did not conform the go thread gage. This is likely due to the damage on the liner and hence did not engage with the continuum trial cup. The damage and wear on the threads could likely be caused due to an extensive tightening of screw plug into the assembly. The device was manufactured in may 2012 with a potential field age of 4.5 years. It is unknown how many times the device was used. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is attributed to wear out due to use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.